Event description:
Healthcare professional reported to territory manager, he had two fms kits where they had difficulty getting the luer lock syringe to engage into the inflation port. He used a smaller syringe to get the syringe engaged into the inflation port to inflate the balloon.

Manufacturer narrative:
Based on available info, this is deemed a reportable malfunction. It is expected that should an fms device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. It was reported that the nurse had difficulty getting the luer lock syringe to engage into the inflation port. He used a smaller syringe to get the syringe engaged into the inflation port to inflate the balloon. Several attempts have been made to f/u with complainant. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed before. A return sample for evaluation is not expected. No add'l event/patient details have been provided to date. (B)(4).